Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; sizing requirements. Specific to this case, the IFU states proximal necks with severe angulation may be more conducive to graft migration. The info provided stated that the graft moved relative to its original location due to the proximal landing zone being very angulated. Without images, the amount of angulation is unk and if it was within the recommended indications for use. Additionally, the exact amount of alleged movement of the graft is unk as well as the original deployment position. No definitive root cause can be reported at this time. We will continue to monitor for similar incidents.

Event description:
A male underwent aaa repair in 2008. The pt had a zenith main body graft and two zenith iliac legs placed without reported incident. In 2009, the pt underwent a secondary procedure due to a proximal type I endoleak. The pt's proximal landing zone was very angulated which had caused the main body graft to drop thus causing the leak. To treat this leak, the physician placed a zenith renu main body extension. The placement eliminated most of the leak; however, there was still a light blushing on the final run. The physician concluded that the pt's aneurysm sac was still shrinking on the follow-up CT. The current status of the pt is unk.